Event description:
Patient had a false positive hsv-2 test result. Patient tested positive for herpes-simplex virus 2 on a diasorin liaison xl hsv-2 immunoglobulin g test at quest diagnostics. Patient also tested positive on quest inhibition assay. Patient received a confirmatory test via (B)(6) western blot which was negative. Patient code: 4582. Device code: 1227. Reference report: mw5180615.